Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2017 and mesh was implanted. Additional information was reported that the patient ¿began to suffer from chronic abdominal pain and hernia recurrence¿. It was reported that the patient returned to the implanting surgeon who determined that he ¿was unable to remove the mesh and that the current hernia was inoperable.¿ no additional information is provided.